Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 500 mg/dl to 600 mg/dl. The customer reported the insulin pump was not working and the insulin pump received no delivery alarm. The customer performed fixed prime and it was found that the insulin exited. The customer¿s current blood glucose level was 197 mg/dl, last night it was 325 mg/dl and 300 mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.